Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the sensor is the piece that comes in a sterile, sealed sensor pouch. The sensor is made up of an applicator, a sensor pod, and a sensor wire. You remove the applicator after insertion. The sensor pod stays on your belly for the entire sensor session, up to 7 days. However, a root cause for the reported inaccuracy cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient was using an expired sensor during the session. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and found the sensor wire missing which confirmed the customer complaint. A root cause could not be determined.